Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in april 2009 and performed to specification up to the 25th august 2013. The device failed a self-test due to a low battery on the 1st september 2013. An increase in voltage then suggests a further pad-pak was installed on the 10th october 2013. The device records temperatures below the recommended minimum standby temperature. A multiple manual power up of ten minutes duration was observed in the device memory on the 19th april 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure due to adverse storage conditions. The measurements taken during the investigation, the excess current drain and the green status led being found to be constantly lit between flashes would suggest membrane failure. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.